Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the ventilator at the third party service center, the device's flow was found to be inaccurate. The device's flow sensor needs to be replaced to address the issue.